Event description:
It was reported that on (B)(6) 2013, a physician performed an uneventful novasure endometrial ablation on a pt with a "retroflexed uterus". No post hysteroscopy was done. The pt was discharged. On (B)(6) 2013, the pt presented to the hospital with "severe stomach pain". The pt was admitted and "on day 4, a computed tomography (CT) scan confirmed that there was a perforation". A laparotomy was performed and revealed "intra abdominal feces and inflammation". Additionally, a 2cm "hole was in the uterus and a 2cm perforation in the sigmoid due to necrosis". A "bowel resection" was performed. The pt remains in the hospital with colostomy bag. No intervention required for the uterine perforation. On (B)(4) 2013, it was reported the pt is doing well under the circumstances. She currently still has the colostomy in place. The physician will try to reverse the colostomy after 3 months.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history received (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).